Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. In addition of the above evaluation, the device's oxygen blending module flow element was replaced due to dust/dirt contamination and oxygen blending module inlet was replaced for cracked. The technician performed cleaning, setup, and run-in test.